Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery. The customer¿s blood glucose was 532mg/dl at the time of incident. The customer reported that the insulin exited during 5.0 u prime. The customer did not want to troubleshoot for his high blood glucose because he stated that it was the infusion set cannula that was the problem. The insulin pump will not be returned for analysis.